Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire field service representative (fsr) was able to verify the customer's reported issue. Bench testing revealed that the ddi failed to calibrate. The technician calibrated all pressure regulators, checked alarms, and calibrated the ddi. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the 3100b ventilator ddi display was not moving. The customer confirmed that there was no patient involvement associated with the reported issue.